Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser stopped working during a surgical procedure. The procedure was able to be completed. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to determine that the cable was disconnected and subsequently connected the footswitch to resolve the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 11, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to disconnected cable. (B)(4).